Manufacturer narrative:
Internal reference: (B)(4). All reasonably known patient information is included in this report. The embolization was observed after successfully completing the atherectomy procedure. It is not known if the embolization was related to the manufacturer's device. The patient was subsequently treated with aspiration catheter and hospitalized as per plan. The patient is reported to be "mobile and can walk very well". No tests/laboratory data was available. There is no serial number associated with this product; it is referenced by lot number. The implant or explant dates are not applicable to this device. A visual examination of the catheter and handle was conducted, no damage or malfunction was observed. As such, a probable cause could not be determined. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported that after using the manufacturer's device to successfully treat an in stent "restonosis" (isr) of 7/80 in the superficial femoral artery (sfa), angiography displayed a delay in contrast media that stopped below the stent. Changing to an aspiration catheter it was observed that fresh thrombus material flushed into an external filter. After ballooning the isr with a drug coated balloon (dcb) the vessel showed a smaller diameter below the stent which was treated with a spasmolyticum and a plain old balloon angioplasty (poba). This event is being reported because the patient experienced an embolism. It could not conclusively be determined if the manufacturer's device caused or contributed to the event.